Event description:
Per the clinic, the patient experienced intermittent sound, poor performance, fluctuations in volume and poor sound quality. The patient also developed fluid drainage from the ear. Subsequently, the device was explanted on (B)(6) 2025, the patient was reimplanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the device.